Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The customer advised that a back up device was available and was successfully used to provide defibrillation shock. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain information about patient involvement and event. The customer reported that there was a patient involved and the event occurred on (B)(6) 2019. No further patient information was available. Patient fields in which information is not provided were intentionally left blank. Section b3 and b5 have been updated accordingly.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The customer advised that a back up device was available and was successfully used to provide defibrillation shock. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control performed other unrelated repairs and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A customer quality engineer further reviewed the downloaded electronic patient records and verified the reported issue. It was observed that there was an attempt to perform a synchronized cardio version on the event date, however there were no sync markers displayed on the recorded ECG rhythm. The lack of sync markers appears to due to the lack of discernable qrs complex. The cause of the reported issue was due to user error. The user did not follow the device's operating instructions to adjust the ECG size or select another lead when the sync markers were not displayed.

Manufacturer narrative:
A physio-control service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock when attempted. There were no reports of patient use associated with the reported event.